Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: , UDI#: h3 product analysis wr9220: patient. Complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that patient said her wireless recharger is not working anymore, she is unable to charge it. Worked with patient to try to use the equipment on the call and patient reported seeing scrolling lights while on the dock and when it was taken off the dock it was dark. Patient tried to reset by pressing and holding down the power button while on the dock plugged into power and while off the dock but that did not resolve the issue. Patient reported the green light is on for the dock and they are using the original thick white cord and ac power adaptor. Pt said they do not leave the equipment on the dock plugged into power when not in use. The issue was not resolved through troubleshooting. An email was sent to the repair department. Patient said she went online to see if she could order one and it pulled up that it was recalled and she was not told about that.